Manufacturer narrative:
Visual inspection of the returned product found pieces of the lens optic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon attempted to insert a collamer aspheric three piece lens, but the lens split in the cartridge. There was no patient contact or injury. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.